Manufacturer narrative:
Initial and final MDR (B)(4) device 6 of 10.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive failure on (B)(6) 2026, as the infusion set fell off during use. The infusion set had been in use for one day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.